Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was dislodged two months after implant. This lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The "known inherent risk" conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this right atrial (ra) lead was dislodged two months after implant. This lead was surgically explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates that this lead dislodgement was confirmed using x-ray and lead testing. Subsequently, the lead was returned.

Event description:
It was reported that this right atrial (ra) lead was dislodged two months after implant. This lead was surgically explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates that this lead dislodgement was confirmed using x-ray and lead testing.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was dislodged two months after implant. This lead was surgically explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates that this lead dislodgement was confirmed using x-ray and lead testing. Subsequently, the lead was returned.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.